Event description:
The report received from the affiliate indicated that, seven months after the index procedure, the patient returned for a follow-up angiography. The procedure revealed in-stent restenosis of 78.5% at the distal end of the cypher. Also, a new lesion of 75-90% stenosis was observed in the collateral branch. No treatment was performed on the collateral branch branch. No treatment was performed on the collateral branch at this time. The patient is scheduled to have a second pci to treat the restenosis at a later date.